Manufacturer narrative:
Product evaluation: the product was returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported intraocular lens dot opacification of a lens following an intraocular lens (iol) implant procedure. Additional information was provided that this patient also had the symptoms of anterior chamber clouding, redness and eye pain. They were treated with antibiotic eye drops and anterior chamber irrigation. Symptoms improved. The lens remains implanted.

Manufacturer narrative:
(B)(4)

Event description:
Toxic anterior segment syndrome (tass) is suspected

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).